Event description:
Healthcare professional reported "rupture in right breast", "few bilateral simple cysts smaller than 3 mm" not device related, and "bilateral axillary adenopathies with an inflammatory appearance." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported "rupture in right breast", "few bilateral simple cysts smaller than 3 mm" not device related, and "bilateral axillary adenopathies with an inflammatory appearance." Device remains implanted.